Event description:
Nurse was helping patient with a bath and had checked the evd (external ventricular drain) before each turn and it was intact. Once the bath was finished, nurse went to zero the evd and she noticed dripping and quickly realized the transducer spontaneously disconnected and patient's csf (cerebrospinal fluid) was leaking out of it. Nurse changed out the transducer per protocol. ICU staff has reported multiple cases of the transducer spontaneously dislodging from the evd drain monitoring system. (The edwards brand of transducer medsun will be filed separately from this event).